Event description:
The consumer reported that their back hurt due to a fall on the implant on (B)(6) 2016. The patient believed the implant had moved due to a fall and it was painful. The patient stated during some imaging she was told the implant was on her spine and when she recharges it seemed like it was in a different location. The patient had gone to the ER twice and had received anti-inflammatory injections. The change in therapy or symptoms was considered sudden. The indications for use were non-malignant pain and other chronic/intractable pain of the trunk/limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.